Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens has completed an investigation of the reported event. The investigation confirmed that the error described in the complaint was the result of a software behavior. During manual lao/rao rotation at maximum speed or a combination of lao/rao and cran/caud rotation at maximum speed, the possibility exists for the safety monitoring within the system control to become activated. As a result, the c-arm of the artis pheno stops the rotation and can drop up to 40 mm (1.6"). If this problem occurs during an ongoing procedure, the system performs a safety stop. After the safety stop, the system can then be operated normally again. Under certain circumstances, the cover of the detector or collimator can touch and possibly injure the patient due to the c-arm drop. This could lead to a situation in which it is necessary to stop the clinical treatment or continue the treatment on an alternative system. Siemens will correct the error by inspecting all affected artis pheno systems. As an immediate measure to prevent movement stops during a c-arm rotation followed by a c-arm drop, the maximum rotation speeds will be reduced. This correction limits the maximum manual lao/rao rotation from 25°/sec to 20°/sec and cran/caud rotation from 20°/sec to 10°/sec. This action has been reported to the FDA under 21 cfr 806.10: report # 2240869-06/04/2018-0014. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. The user reported strange c-arm movements during lao/rao rotation. There is no report of impact to the state of health of any patient involved.